Event description:
It was reported that the patient had stroke like symptoms, although a computed tomography (CT) scan of their head was clear. They also had low flow alarms on (B)(6) 2023. Log files confirmed low flow events.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section a4: patient weight was requested but not provided. Manufacturer's investigation conclusion: analysis of the submitted log files confirmed low flow alarms; however, a specific cause for these events could not conclusively be determined. Additionally, a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The controller event log file contained events from 05jan2023. One low flow hazard alarm was captured. No other notable events or alarms were observed, and the pump appeared to function as intended at the set speed. Multiple attempts were made to obtain additional information regarding the reported event; however, no additional information was provided by the account. The patient remains ongoing on hm3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) rev. C and the heartmate 3 patient handbook rev. D, are currently available. Section 1 of the IFU, "introduction", lists potential adverse events, including other neurological events (not stroke related), that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also notes that the heartmate 3 employs a feature called artificial pulse. Although the clinician will set only a single speed, the rotor speed will periodically depart from this value (2000 rpm above and 2000 rpm below the set speed) in order to contribute a flow disruption that in some ways mimics native cardiac contractility. Section 1 of the IFU, addresses all pump parameters. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 6 of the IFU, "patient care and management" (under "ongoing patient assessment and care") lists neurological dysfunction as a potential late postimplant complication. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented with a low flow alarm and stroke like symptoms on (B)(6) 2023. Log files confirmed low flow events. Results of a computed tomography (CT) scan were clear, and stroke was ruled out. The patient¿s anti-platelet medication was increased to prevent stroke/transient ischemic attacks and antiarrhythmic medication was stopped for bradycardia. The patient¿s symptoms reportedly resolved.